Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient had a little blood on her bandage. On november 5, the patient stated that she had a bladder infection. There were no further symptoms or complications reported or anticipated.